Manufacturer narrative:
D2b pro code: dsk. Device evaluated by manufacturer: the motor drive unit (mdu) was returned for analysis. Visible corrosion was noted on the rdc socket. The mdu was tested with the catheter ID box and the catheter passed testing with no issue. The device failed to adjust depth and brightness. Troubleshooting was completed and the mcu was found defective. The value of depth could not be increased was confirmed during this investigation.

Event description:
It was reported that catheter misrecognition occurred. An opticross catheter was connected to the motor drive unit (mdu) of the avvigo plus system. The depth value could not be increased and catheter misrecognition was reported.

Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that catheter misrecognition occurred. An opticross catheter was connected to the motor drive unit (mdu) of the avvigo plus system. The depth value could not be increased and catheter misrecognition was reported.